Event description:
Report #1 of 2 for this event as reported by legal brief, approximately five (5) years on an unknown date after patient's first revision on an unknown date, the patient underwent a revision procedure of the tibial insert component and an open lysis of adhesions. No medical or clinical reports were provided. Additionally, it is reported via legal documentation that the patient experienced and continues to experience significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries presently undiagnosed. No additional information is available.